Event description:
Same case as: 2134265-2013-04497, 2134265-2013-04521. It was reported that subsequent to a percutaneous coronary intervention, patient death occurred. The unspecified target lesion was located in the calcified distal left main coronary artery to the proximal circumflex artery. As the 2.25mm x 8mm ion paclitaxel-eluting platinum chromium coronary stent system was advanced to the lesion, the stent got "stuck" in the calcification and "came off" the stent delivery system (sds). The patient was "coded" and then became stable after the physician deployed two ion stents to cover the dislodged stent. The procedure was completed with the 2 ion stents and the patient was then transferred to the floor. One day post procedure, the patient expired.

Manufacturer narrative:
Device is a combination product. The complaint device has not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).